Event description:
It has been reported to co that during the procedure this device experienced noise and interference on leads # 3 & # 4. The device was removed and replaced by another without incident. There was no pt injury. The device was returned and evaluated by the MFR.